Event description:
During push enteroscopy, dr. Tried to use apc to cauterize a bleeding area. Every time he fired the genii unit, the monitor for the scope would go black and he was unable to see what he was doing.